Event description:
Or supervisor reports surgeon experienced a cannula detachment during product injection. The cannula went through the capsular bag. A vitrectomy was performed and an anterior chamber lens placed. Pt outcome information has not yet been received.